Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a cracked connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a one-link neutral luer activated device cracked and broke. This occurred during routine flushing. The flush was immediately removed and IV connector was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.